Event description:
The gray trigger on the ligasure was sticking during the case. Minor delay to case related to opening another device. No injury to the patient related to the ligasure; procedure completed.the laparocopic assited vaginal hysterectomy and bilateral salpingectomy, cystoscopy was related to a patent right fallopian tube after essure device sterilization approximately 4 years ago. The essure coil was proturding from area of right cornua and running inferiorly with a thin layer of uterine serose overlying.======================manufacturer response for laparoscopic sealing cutting device, new ligasure 5mm (per site reporter).======================see letter sent date (B)(4) 2013 from covidien.what was the original intended procedure?laparocopic assited vaginal hysterectomy and bilateral salpingectomy, cystoscopy; this was related to a patent right fallopian tube after essure device sterilization approximately 4 years ago. Coil was proturding from area of right cornua and running inferiorly with a thin layer of uterine serose overlying.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.